Event description:
The customer reported a leak from reagent probe a of the unicel dxc 800 pro synchron system. The customer was wearing personal protective equipment at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and identified a leak from reagent probe a of the instrument. The fse determined that the leak was caused by a defective solenoid wash collar valve and proceeded to replace the valve to resolve the issue. The fse verified the repair as per established procedures and no further leaks were observed. (B)(4).